Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown. G4: additional 510(k) number is k101880. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the dentist was trying to tighten the healing collar and patient was having pain during. Patient then came back here to oral surgeon and when we took the x-ray; there was obvious trauma to bone around implant and implant itself. Had to remove implant due to bone loss, put new bone graft in, allograft. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) tsvm6b10, (imp,tsv,mcol mg,6.0mm,10mm,mtx) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, and slight wear however, no apparent damage / malfunction to the implant was identified that would cause or contribute to the reported events. Markings due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & events. DHR review was completed for the subject lot number 1243708. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1243708 for similar events and no other complaint was identified. Review completed utilizing keywords: pain & bone loss. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is inadequate treatment planning. Refer to attached summary investigation for ¿bone loss¿ therefore, based on the available information, a device malfunction did not occur. The reported events were non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for bone loss related problems have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Furthermore, the probability of manufacturing or design defects that might lead to bone loss escaping the available detections is remote and almost nonexistent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the dentist was trying to tighten the healing collar and patient was having pain during. Patient then came back here to oral surgeon and when we took the x-ray; there was obvious trauma to bone (there was a little dark shading in the x-rays) around implant and implant itself. Had to remove implant due to bone loss, put new bone graft in, allograft. Symptoms as a result of the event: pain. A stage 2 uncovering procedure was performed.